Event description:
Information received by medtronic indicated that the customer reported that customer experienced hypoglycemia with blood glucose 40 mg/dl, and treaded with emergency medical service. Troubleshooting was performed and found customer has been using the insulin pump system within 48hrs of reported low bg event. No further patient complications were reported. The customer discontinued using the device and the device will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported having low blood glucose and passing out. Customer treated the low with food. Paramedics were called and he was taken to the emergency room at 1pm. Customer was treated with glucagon. Per customer, smartguard was used.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b1 with this report. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay and stained keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There were no boluses listed on the event date 27-dec-2023 in the pump history file (primary svn: (B)(6). There were no auto suspend (12) alarm noted in the pump history file (primary svn: (B)(6). There were no user suspended (2) alarm noted on the event date 27-dec-2023 in the pump history file (primary svn: (B)(6). Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 27-dec-2023 in the pump history file (primary svn: (B)(6). On (B)(6) 2023 01:45:22.000, alarm alert notification (40). Fault number: no delivery (7) - during bolus. On (B)(6) 2023 09:24:00.000, alarm alert notification (40). Fault number: lost sensor 1 alert (780). On (B)(6) 2023 09:42:00.000, alarm alert notification (40). Fault number: lost sensor 2 alert (781). On (B)(6) 2023 10:32:17.000, alarm alert notification (40). Fault number: battery removed (84). On (B)(6) 2023 18:03:11.000, alarm alert notification (40). Fault number: batt out limit (6). The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. The power management analysis tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Battery out limit alarm was expected due to the battery removed for more than 10 minutes. No delivery alarm (7) not confirmed. Lost sensor alert (780) not confirmed. Batt out limit (6) alarm not confirmed. Please see data pertaining to svn: (B)(6) and event date 05-dec-2023 below. There were 256 boluses listed on the event date 05-dec-2023 in the pump history file on svn: (B)(6). Please see the first 10 boluses below. On (B)(6) 2023 00:03:01.000, normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1250 (0.125 u). Bolus amount delivered: 1250 (0.125 u). On (B)(6) 2023 00:08:01.000, normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1250 (0.125 u). Bolus amount delivered: 1250 (0.125 u). 12/05/2023 00:13:01.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1000 (0.1 u). Bolus amount delivered: 1000 (0.1 u). On (B)(6) 2023 00:18:01.000, normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1250 (0.125 u). Bolus amount delivered: 1250 (0.125 u). On (B)(6) 2023 00:23:01.000, normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1250 (0.125 u). Bolus amount delivered: 1250 (0.125 u). On (B)(6) 2023 00:28:01.000, normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1250 (0.125 u). Bolus amount delivered: 1250 (0.125 u). On (B)(6) 2023 00:33:01.000, normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1250 (0.125 u). Bolus amount delivered: 1250 (0.125 u). On (B)(6) 2023 00:38:00.000, normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1000 (0.1 u). Bolus amount delivered: 1000 (0.1 u). On (B)(6) 2023 00:43:01.000, normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 750 (0.075 u). Bolus amount delivered: 750 (0.075 u). On (B)(6) 2023 00:48:01.000, normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 750 (0.075 u). Bolus amount delivered: 750 (0.075 u). There were no auto suspend (12) alarm noted in the pump history file on svn: (B)(6). There were no user suspended (2) alarm noted on the event date 05-dec-2023 in the pump history file on svn: (B)(6). Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 05-dec-2023 in the pump history file on svn: (B)(6). On (B)(6) 2023 00:34:00.000, alarm alert notification (40). Fault number: no delivery after estimate zero (8) - during basal. On (B)(6) 2023 00:44:00.000, alarm alert notification (40). Fault number: no delivery after estimate zero (8) - during basal. On (B)(6) 2023 02:27:00.000, alarm alert notification (40). Fault number: no delivery after estimate zero (8) - during basal. On (B)(6) 2023 02:37:00.000, alarm alert notification (40). Fault number: no delivery after estimate zero (8) - during basal. On (B)(6) 2023 05:08:00.000, alarm alert notification (40). Fault number: no delivery after estimate zero (8) - during basal. On (B)(6) 2023 05:18:00.000, alarm alert notification (40). Fault number: no delivery after estimate zero (8) - during basal. On (B)(6) 2023 14:08:00.000, alarm alert notification (40). Fault number: no delivery after estimate zero (8) - during basal. On (B)(6) 2023 14:09:01.000, alarm alert notification (40). Fault number: no delivery after estimate zero (8) - during basal. On (B)(6) 2023 14:10:01.000, alarm alert notification (40). Fault number: no delivery after estimate zero (8) - during basal. On (B)(6) 2023 15:58:00.000, alarm alert notification (40). Fault number: lost sensor 1 alert (780). On (B)(6) 2023 16:08:00.000, alarm alert notification (40). Fault number: lost sensor 1 alert (780). On (B)(6) 2023 18:22:00.000, alarm alert notification (40). Fault number: lost sensor 2 alert (781). On (B)(6) 2023 18:32:00.000, alarm alert notification (40). Fault number: lost sensor 2 alert (781). On (B)(6) 2023 19:31:56.000, alarm alert notification (40). Fault number: battery removed (84). On (B)(6) 2023 19:41:00.000, alarm alert notification (40). Fault number: battery removed (84). On (B)(6) 2023 19:42:04.000, alarm alert notification (40). Fault number: post reset ram crc alarm (23). On (B)(6) 2023 19:42:22.000, alarm alert notification (40). Fault number: batt out limit (6). On (B)(6) 2023 19:42:30.000, alarm alert notification (40). Fault number: batt out limit (6). The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. The power management analysis tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump error 23 and battery out limit alarm were expected due to the battery removed for more than 10 minutes. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. No delivery alarm not confirmed. Pump error 23 not confirmed. Batt out limit (6) not confirmed. Lost sensor alert (780) not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs/low bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in sections b5 & h6 (hecc, heic) with this report.